Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that the patient had a CT of their abdomen on (B)(6) 2017. The imaging showed that there is an ivc filter in place. The ivc filter is tilted with the apex of the filter touching the medial wall of the ivc. The ivc angulates toward the right at the level of the ivc filter due to the lumber scoliosis. The ivc filter tip is 2.2cm below the left renal vein which on the coronal imaging appears slightly lower than the right renal vein. The struts of the ivc filter appear intact without a significant degree of abnormal bend identified. No perforation of the ivc filter through the wall of the ivc is identified. There is no stenosis of the ivc.